Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A visual inspection was performed and confirmed that the male luer collar was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set's coupler cracked off when discontinuing therapy and disconnecting the set from a peripherally inserted central catheter. The set had been infusion propofol. There was no patient injury or medical intervention associated with this event. No additional information is available.